Event description:
It was reported via the implant patient registry that a 26mm transcatheter valve was implanted in the aortic position using a valve-in-valve procedure after an implant duration of approximately fourteen (14) years and two (2) months. The reason for reoperation is stenosis and both devices remain implanted. The patient was noted to have tolerated the procedure well without complications and was in stable condition.

Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.